Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as cook celect filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'thrombosed ivc extending to iliac and femoral veins requiring thrombectomy,stent reconstruction, 2nd filter'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿thrombosed ivc extending to iliac and femoral veins requiring thrombectomy, stent reconstruction, 2nd filter". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No other complaints on lot. Product is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 07/24/2017 as follows: patient allegedly received an implant on (B)(6) 2009 via the internal jugular vein due to recurrent pe and dvt due to protein s deficiency. Patient is alleging thrombosed ivc below filter extending to iliac and femoral veins causing large collateral veins requiring extensive thrombectomy therapy, stent reconstructions of the ivc and iliac veins and placement of a second filter. The second filter, a cook gunther tulip, was implanted prior to endovascular stent reconstruction surgery on (B)(6) 2010. The plaintiff is not alleging adverse events attributed to the second implanted device.